Manufacturer narrative:
There was no rx acculink stent malfunction reported. Stroke and in-stent thrombosis are known possible adverse events associated with the use of the device as stated in rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: stroke, in-stent thrombosis. Time of symptoms/ae: twelve days after the procedure. It was reported that twelve days post a left internal carotid artery stenting procedure, the pt was rehospitalized for a planned, open abdominal aneurysm repair and implantation of leg stents to open occluded arteries. The evening after these procedures, the pt experienced a stroke with right hemiplegia, reportedly from left internal carotid in-stent thrombosis secondary to non-compliance with plavix. Reportedly, treatment, such as thrombolytics, was likely given. The pt is slowly improving and remains hospitalized. Although requested, there was no additional info provided.